Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube in the middle. A piece in the middle of the instrument was found to be missing and was not returned with the instrument. Components adjacent to the broken main tube did not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument shaft splintered. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument broke in half. There was no report of fragments falling from the device while used on a patient.